Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2018. The patient stated that they were rear ended and that is when their therapy started to not work. The patient met with a manufacture representative (rep) who checked the device and checked something like impedances and said something about the number 105 and that it looked like something had come undone. The rep tried programming around this/had them try different programs but so far it is not working. The patient was redirected to follow up with their healthcare professional (hcp) to continue troubleshooting. The patient said that they were sent a sheet of numbers and wonder if it can be translated into words. Patient services reviewed that it can be reviewed with technical services but likely should be reviewed with the rep/hcp at their next visit. It was noted hat the therapy was on but not working for what it was implanted for. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep reported an impedance issue. It was reported tha t the issues occurred after an accident, however unknown if this is actually the cause. Lack of therapy has not been resolved.

Manufacturer narrative:
Product ID (B)(4). Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the change in therapy, not getting as much pain relief, high impedances and anchor moving was unknown. The rep reported that they programmed the patient on the good lead to see if they could get pain relief. The rep reported that the issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the impedances were all over 10k ohms.

Manufacturer narrative:
Product ID: neu_glock_anchor, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_glock_anchor, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was in a car accident on (B)(4) 2017 and the therapy changed; the patient wasn¿t getting as much relief. The rep reported that impedance showed the following: 600-700 ohms for 0-7 electrodes. 8 5350 ohms 9 8743 10 1097 11 >40k 12 >40 k 13 825 14 >40k 15 21901 ohms 8 ref 9 13295 ohms 10 5840 11 >40k 12 >40k 13 6032 14 >40k 15 28167. It was discussed to program electrodes that were viable to see if the patient would get pain relief. The rep reported that the anchor appeared to have moved toward the left. The rep reported that the patient was still getting stimulation in the back and leg, that stimulation pattern didn¿t change significantly. The rep reported that the x-ray didn¿t show lead movement. A potential need for a revision was discussed if programming didn¿t relieve the patient¿s pain. The rep was to reprogram the patient and work with the healthcare provider (hcp) to get relief for the patient. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the patient had their ins removed due to them having an accident in (B)(6) 2017 which knocked a lead loose and giving them excruciating pain. The patient said the ins was then removed in (b)(6 2018 (the patient could not remember the name of the explanting hcp). The patient was wondering what to do with their external equipment. It was reviewed that medtronic could take the patient programmer back as a donation and they could dispose of the rest via their local electronic recycling guidelines or bring them to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_glock_anchor, serial# unknown, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Information references - the main component of the system, other relevant device(s) are: product ID: neu_glock_anchor, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 977a260, serial/lot #: (B)(4) , ubd: 2020-12-16, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 2020-08-24, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the actions taken to resolve the therapy not working were that on (B)(6) 2018 they found out that one lead was bad, so they gave the patient 5 programs on one side only. The patient reported that it was most likely not working due to a car accident on (B)(6). The patient reported that the therapy not working had not been resolved. No further complications were reported.